Manufacturer narrative:
A4-a6: unk. H6: type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -5.50/3.0/001 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a same length lens due to low vault without rotation. Reportedly, "replaced the lens, adjusted the vault, and the result is good. There is no change to the lens size because the vault was adjusted by adjusting the fixed position of the lens." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).